Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a possible (B)(6) pocket infection approximately three weeks post the implantation of an implantable pulse generator (ipg) system with a antibacterial absorbable envelope. The ipg system was removed and will not be replaced. No further patient complications have been reported as a result of this event.